Event description:
Subsequently, the device was returned and post market analysis performed.

Manufacturer narrative:
This event will be further updated should we receive new information. At this time, our investigation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that post pulse width reprogramming for high thresholds, this device exhibited a rapid rate of battery decline and declared end of life (eol) earlier than anticipated. The device has already been explanted in the absence of adverse patient effects; however, it remains unknown if the product will be returned for a post market longevity assessment.